Manufacturer narrative:
Concomitant medical device: 5076-52 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that the patient had positive blood cultures for infection. The implantable pulse generator (ipg) system was explanted and the patient was given antibiotic treatment. No further patient complications have been reported as a result of this event.